Manufacturer narrative:
The biomedical engineer reported that the central nurse's station's (cns) display screen was black. Changing the display out for a spare one resolved the issue. He was provided with the part number for a new touchscreen display. The device will not be sent in for evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) display screen was black.